Manufacturer narrative:
Returned for assessment and repair was one venacure1470 unit (sn (B)(4)). During assessment, the laser was tested with the customer's associated foot pedal. The system failed the functional test. The laser continued to fire after releasing the foot pedal. The customer's reported complaint description was confirmed. The root cause for the complaint description was determined to be a defective switch assembly in the foot pedal. The power supply connector pins were cleaned and lubricated and the laser was calibrated and tested. During assessment, the foot pedal failed the functional testing with the foot switch tester. The switch assembly was replaced and the cable was upgraded. The unit meets all acceptance criteria. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported (B)(6) 2015 a (B)(6), female patient presented for an endovenous laser procedure. At the close of the procedure, when the treating physician removed his foot from the foot pedal, the laser continued to fire. The physician immediately pushed the emergency stop button, which stopped the laser from continuing to fire. The patient suffered no harm or injury due to the event. The reported laser generator has been returned to the manufacturer for evaluation.